Event description:
It was reported that while the patient was physically active this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and p-waves resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined this patient received an inappropriate shock in the past due to t-wave oversensing. An x-ray was performed with indication that the system placement could be optimized and that the sense b node is not over the muscle. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment. This system remains in service. No additional adverse patient effects were reported.